Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the tip of the product broke. All pieces were retrieved and the procedure was completed successfully.

Manufacturer narrative:
Alleged failure: during preparation of the anchor the distal metal tip of the reelx shoulder anchor broke. The metal tip has been removed and the surgery completed by using another anchor. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: hard bone, excessive force applied on device, incorrect angle of attack (too steep/shallow), no pilot hole prepared in the event of hard bone, or incorrect instrumentation used to prepare pilot hole. The device manufacture date is not known. The product was returned for investigation and the failure mode was confirmed and will be monitored for future reoccurrence.

Event description:
It was reported that the tip of the product broke. All pieces were retrieved and the procedure was completed successfully.